Event description:
It was reported that the bd safe-clip¿ was jammed/would not clip needles during use. The following information was provided by the initial reporter, translated from spanish: "the patient requesting needles is communicated to the line of the program, likewise, it indicates that its needle-cutting device has a fault."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the video provided. Customer indicated that its needle-cutting device has a fault. "During retraining with a nurse educator, there is evidence of damage to the needle clipper device". The video were examined visually and looks like a reddish brown material on the surface of the safeclip device surrounding the aperture or cutting hole. It appears that the user has difficulty inserting a pen needle cannula into the cutting hole, but it cannot be determined from the video alone what could be causing this difficulty. A device history review was conducted for lot number 9317001. Embecta able to duplicate or confirm the customer¿s indicated failure based on the video received.

Event description:
It was reported that the bd safe-clip¿ was jammed/would not clip needles during use. The following information was provided by the initial reporter, translated from spanish: "the patient requesting needles is communicated to the line of the program, likewise, it indicates that its needle-cutting device has a fault."